Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023, the patient wok up and the cgm was displaying 77 mg/dl (no bg was taken during this time). The patient's parent gave the patient juice and the patient got up to get some water. A few minutes after, the patient sister found the patient unconscious on the floor. The patient's parents brought the patient to the hospital. Upon arrival, a nurse checked the patient's bg and it was "really off" (value was not provided but was reported it was off by 130). The patient had a computed tomography (CT) scan for their head and a couple of stitches on their right eyebrow from their fall. An electrocardiogram (EKG) was done for the patient's heart and an ultrasound of their leg as it was hurting after the incident. An x-ray of the patient's right shoulder was done. It was reported that the patient did not require additional treatment at the hospital as they already had juice previously. The patient was discharged from the hospital on (B)(6) 2023. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - clinical code - e1601 arthralgia.